Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: no imaging was available and based on the very limited information provided it would be inappropriate to speculate at what may or may not have caused the ¿possible strut perforation outside the vena cava¿ more than six years after filter placement. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential(4).adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: he patient had an ivc filter implanted in 2013. She was referred to the physician for pain. The physician indicated that the filter and hook were embedded and could not be removed. The physician noted that the filter was embedded and possible also strut perforation outside the vena cava. He indicated that he had communicated to the patient that since it was a more complicated filter retrieval, he did not feel that the community hospital was equipped to handle the retrieval and suggested the university hospital. Patient outcome: unknown.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
(B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
(B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.